Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n348511, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4). Analysis of the desktop charger ((B)(4)) found a broken connector.

Event description:
The manufacturer representative reported that the recharger was not charging. The connector pin was loose. The patient had a loss of therapeutic effect. The patient was in so much pain. The therapy normally covered 60% of her pain but she was now in more pain because she could not charge her device. The pain was in the patient's back and legs. The patient was to have their desktop charger sent on (B)(6) 2015 but the patient would not be home and it was noted that they would leave a note on the door for the patient to pick up the package, otherwise they would not try to deliver the package again until the following monday. The patient outcome was unknown. The indication for therapy was failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.